Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported an unresolved transducer fault, on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
A vyaire field service representative (fsr) was able to verify the customer's reported transducer fault (xdcr). Bench testing revealed the intermittent 'transducer fault" however, a replacement main printed circuit board (pcb) did not resolve the issue and additional replacement components are required. The fsr isolated the issue to an exhalation valve component as the likely cause of the device failure. However, no component has been received for a vyaire component root cause evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.